Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the source lamp, (alnty c source lamp) list number (ln) 09d45-03, to resolve the issue. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) c402612, service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the source lamp. A review of historical data for the source lamp revealed no trends or systemic issues. A review of the architect c4000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual provides adequate information regarding requirements for handling specimens, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, sn c402612 or the source lamp (alnty c source lamp) ln 09d45-03.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). There is no further patient information provided by the customer. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed calcium results on two patients generated on the architect analyzer. The results provided were: (B)(6) initial = 5.4mg/dl / retested on different architect = 9.4mg/dl; (B)(6) initial = 5.8 / retested on different architect = 8.7mg/dl. There was no reported impact to patient management.